Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No button error alarm was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners and broken battery tube threads.

Event description:
The customer reported that the insulin pump fell and landed near water and then alarmed for a button error. The customer reported that there was some steam visible on the display screen. The blood glucose reading was 220 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.